Manufacturer narrative:
Correction: d4: model #, d4: unique identifier (UDI) #, g4: combination product. H11: the device was received for evaluation. During functional testing, the reported problem "under infused heparin with 250 ml left in the bag during therapy" was not reproduced. The flow accuracy test results were at a passing percentage, the volume to be infused was 125 ml and the unit delivered 123.316 ml with the flow accuracy error percentage - 1.3472%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused heparin with 250 ml left in the bag during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.